Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that post the index procedure, there was a type ii endoleak and branch stenosis reported. The patient had an intervention performed to resolve the complication. Per the investigator, the event was related to the device and but not related to the procedure. No additional clinical sequelae were reported and no further information is available.